Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: after preparing the endoprosthesis, the device proceeds to be lifted through the right femoral access made with proglide, it presents resistance to enter through the femoral artery, the hydrophilic layer is reinforced even with propofol, but the resistance is still generated and even so making an effort the device does not go up; the accesses have a diameter of 7.7mm. The physician decides to stop and remove the device from the femoral access and notices that the active fixation have perforated the liner of the endoprosthetic device, so he decides to stop the attempts to raise the device. Patient outcome: the procedure was completed with another device. No harm to patient reported.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: after preparing the endoprosthesis, advancement of the zta-p-38-167 (complaint device) through the right femoral access was made with proglide, it presented resistance to enter through the femoral artery, the hydrophilic layer was reinforced even with propofol, but the resistance was still generated and even so making an effort the device did not go up; the accesses had a diameter of 7.7mm. The physician decided to stop and removed the device from the femoral access and noticed that ¿the active fixation has perforated the liner of the endoprosthetic device¿ (understood ¿stent graft was observed partially deployed from the flexor sheath¿), so he decided to stop. The device was replaced. No harm to the patient reported. Review of the device history record gave no indication of the device being produced out of specification. Zta-p-38-167 was returned without shipping stylet and with partially visible stent graft from the flexor sheath. During device evaluation a buckle was observed on the proximal part of the sheath close to the tip and several scratches were observed on the proximal part of the sheath, which may occur because of resistance during advancement of the device. Marks from the barbs were observed on the sheath measured 44.0mm from the tip of the sheath. Per IFU (instructions for use) ¿care should be taken not to advance the sheath while the stent graft is still within it. Advancing the sheath at this stage may cause the barbs to perforate the introducer sheath¿. These marks occurred as the sheath was advanced and retracted during use. The stent graft was observed partially deployed from the flexor sheath (still attached to the introduction system). No CT (computed tomography) images were provided for investigation and based on the provided information and the device evaluation, it was not possible to establish an exact cause of the advancement inability. However, the anatomy in the access vessels could have contributed to the reported event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.